Event description:
Litigation papers allege: on (B)(6) 2009, pt was implanted with a depuy pinnacle hip on his right side. Several months after the surgery, pt began suffering from discomfort and pain in his hips and groin area. It became increasingly painful for him to walk and move his legs. He intends to undergo revision surgery if indicated by his doctor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/14/2012 - pfs and medical records received. Part/lot info received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy pinnacle hip on his right side. Several months after the surgery, patient began suffering from discomfort and pain in his hips and groin area. It became increasingly painful for him to walk and move his legs. He intends to undergo revision surgery if indicated by his doctor. Update rec'd 11/14/2012¿ pfs and medical records received. Part/lot info received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/9/2014. Doi: (B)(6) 2009 - dor: n/I (right side). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The lot number of the head that was provided is not valid in unity and in as400. The patient underwent bilateral total arthroplasty, however only the right hip has an allegation.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.